Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose kept going up after giving insulin. The customer stated that the insulin was hard to push out of the reservoir. The customer stated that they had high blood glucose of 500 mg/dl. The customer stated that they treated the high blood glucose with the insulin pump and manual injection. The insulin pump will not be returned for analysis.